Event description:
Customer reported a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information for resetting the pump, assisted with the process, and instructed the customer to call back if the issue recurred.